Event description:
Pump was reported to backflow blood from the patient into the secondary bag. No medical intervention was needed and no patient injury resulted. Attempts were made to obtain extra information regarding the age of the patient and the medication involved but no additional details are known, except that it was a chemo drug that was infusing.